Event description:
Healthcare professional (hcp) reports a blood leak on reuse number 14 that was noted 2 1/2 hours into the treatment and confirmed with hemastix. Estimated blood loss was 200cc and treatment was continued with new disposables without incident. No pt injury or medical intervention reported.